Event description:
It was reported that prior to an unk procedure, there was a problem with the cutter. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.